Event description:
Olsen monopolar cord caught on fire. No patient or staff injury.

Manufacturer narrative:
This cord was sold to the customer on (B)(6) 2015 on order #(B)(4). Therefore, the cord has been in use for approximately 3 years. Per the instrument IFU, each olsen reusable device is designed to withstand 20 sterilization cycles when properly cared for and sterilized per the instructions for use. It was also noted that the burn occurred at the female end of the cord, causing it to sever in half at that spot. Customer did not return the olsen complaint form to aid in the investigation. Cord was sent to olsen (B)(6) 2018 for evaluation. Their findings are as follows: reviewed the mfg information of the product and noted it was completed manufacturing in (B)(6) 2014. Therefore, this will make the device over 3.5 years old. In addition, there are wear and tear marks (scratches, dents, and discoloration) on the cord and the adapter plug end itself. Therefore, it can be said that the device went through a lot of usage and reprocessing. True root cause cannot be determined as device usage, specifications, and operating parameters cannot be determined. Based on the device, it is believed that is has been used over its recommended life. It is recommended that customer follow cleaning, sterilization, usage, and storage recommendation per the IFU. Based on the above information, no further actions are required and this can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or additional information pertinent to the investigation, a subsequent follow up report will be submitted. This report is being submitted retrospectively per FDA request.